Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. No cosmetic damage was noted.

Event description:
It was reported that the customer's insulin pump became stuck on the rewind menu and it was a button that was stuck. The customer's blood glucose was 136 mg/dl. No significant events leading up to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.